Manufacturer narrative:
Medical product - persona all poly articular surface catalog #: 42511200616 lot#: 62632143, persona cemented femoral component catalog #: 42502607001 lot#: 62703598, persona cemented tibial component catalog #: 42532008301 lot#: 62811685, persona stem extension catalog #: 42557000114 lot#: 62691097, palacos bone cement catalog #: 00111214001 lot#: 78874387, palacos bone cement catalog #: 00111214001 lot#: 77604366 (B)(4). No devices were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface, tibial component, stem extension, patellar component, and bone cement identified no deviations or anomalies. Review of the device history records for the femoral component identified a deviation during an inspection. During the process step 700 inspection one unit was identified to be under tolerance. The affected unit was scrapped. This ncr would not have caused or contributed to the reported event. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the related devices. Operative notes from the primary surgery state that the patient underwent left knee arthroplasty due to osteoarthritis and full-thickness cartilage loss. The surgeon noted that full unrestricted range of motion was achieved with trial components. The final components were implanted with cement and held until the cement was dry. Review of the implanted devices identified no compatibility issues. A report from a CT and bone scan approximately 13 months post-op stated the findings were highly suggestive of periprosthetic infection. A metal analysis report from approximately 14 months post-op stated that the patient was highly reactive to nickel. Per the persona knee system package insert, infection, loosening, and metal sensitivity are known risks of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. It is noted that the femoral component implanted does contain nickel, which likely caused the patient¿s allergic reaction; however, a definitive root cause of the infection cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing swelling, infection, loosening and possible allergic reaction.